Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high rv coil impedance values. The rv lead remains in use. No patient complications have been reported as a result of this event.